Event description:
It was reported the pt (germany) lost stimulation. A diagnostic test revealed both low and invalid impedance measurements. Surgical intervention was undertaken for further interrogation, and it was found that the pt's lead extension was twisted. The device was explanted and replaced. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Eval results: the complaint of "no stimulation" was confirmed. As received, the extension lead body was twiddle with all wires broken. The extension twiddling was consistent with being subject to stress while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.